Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-02152. The patient received two scs extensions from the same lot number. It was reported the patient experienced loss of stimulation therapy from his scs system over the last three months. A sjm representative met with the patient for diagnostics of the patient's scs system and found one the system's programs was auto reducing. The representative attempted reprogramming of the patient's scs system with no success. Follow-up identified x-ray show one of the lead extensions had come out of the ipg header. Additional follow-up identified surgical intervention was undertaken and the patient's scs ipg was explanted and replaced with a new one. The original lead extensions and lead were reconnected to the ipg and the patient reported receiving effective stimulation therapy postoperative.